Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tape not sticking event on (B)(6) 2026, leads to high blood glucose. No further information available.